Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, this lead was thoroughly tested, the reported observations from the field could not be confirmed, but a twist that was found on the lead is consistent with twiddler's syndrome.

Event description:
Boston scientific received information that patient with this left ventricular lead had elevated threshold measurements. There was no satisfactory programming due to diaphragmatic stimulation. As a result, the lead was programmed off. A revision procedure was done and this lead was found to have dislodged and wrapped around the right ventricular lead over ten times, consistent with twiddler's syndrome. A new lead was implanted.